Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they lost control of their implantable neurostimulator (ins) over a year prior to the report. The ins turned and was causing excruciating pain. The patient was losing control of their left leg and their leg and back pain had gotten worse. The patient always had pain but it got terrible in (B)(6) 2015. The patient had fallen down the stairs a couple of times and went to the emergency room but there was no date of the falls provided. They felt like every time they coughed their ¿butt would explode¿. They were unable to charge since the ins was turned sideways. The patient wanted to get an MRI. The patient was indicated for spinal pain. No causes, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.